Event description:
According to the reporter, "suture listed above incorrect color - 4 boxes of lot # 22120621 are white as primary color with black stripes instead of black as primary color with white stripes."

Manufacturer narrative:
The product was not returned for evaluation. A review of the DHR for the lot was performed and no issues were noted during manufacturing and all finished goods testing requirements were met prior to lot release. Retain samples from lot # 22120621 were reviewed and verified that the complaint was consistent with the retains. Additionally, these products were found to have a suture tape width of 1.4mm, instead of 1.8mm per product specifications. The root cause has been traced to manufacturing controls. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.